Manufacturer narrative:
Additional, changed, and/or corrected data: b2.

Event description:
It has been determined that the event of capsular contracture did not occur and was reported for the contralateral side. No complaint against right side device. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: b.3, b.5, d.1, d.2a, d.2b, d.4, d.6a, g.2, h.4, h.6.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "capsular contracture" no baker grade provided. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6.

Event description:
It has been determined that the event of capsular contracture did not occur and was reported for the contralateral side. No complaint against right side device.. Therefore, this record is no longer reportable to the FDA and will be unreported.